Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The following section was corrected: h4. The reported event was unable to be confirmed. No devices or photographs were received; visual examinations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. No medical records were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 10mm catalog #: 42512400710, lot #: 65355286, persona posterior stabilized narrow porous femoral component catalog #: 42500206401, lot #: 64556329r, persona cemented all-poly patella 35mm catalog #: 42540200035, lot #: 65178906. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing tibial component loosening approximately two (2) years and seven (7) months following left knee arthroplasty. No medical intervention has been reported to date. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b4, b5, g2, g3, g6, h1, h2, h6, h11.

Event description:
It was reported that the patient is experiencing pain, swelling, instability and immobility with tibial component loosening and tibial peg radiolucency approximately two (2) years and seven (7) months following left knee arthroplasty. A revision surgery has been planned to revise the knee. Attempts have been made, however, no additional information is available.